Event description:
It was reported that the patient¿s representative stated the patient¿s implant did not seem to be holding a charge, as it was charged on sunday but did not last as expected. The representative noted they were told the charge should last two weeks, but it lasted only a week, and the battery is now at a non-measurable level. The patient representative also mentioned that the patient had a small fall, but didn't provide a timeline. Patient services guided the caller through checking the implant charge level using the charging application, which showed therapy was off, a good connection, and a 20% charge. The patient was charging over a flannel shirt, and after being advised to use a thinner shirt, achieved an excellent connection and 30% charge. The issue was not resolved through troubleshooting. The caller mentioned they were in the process of transferring to a new doctor in wilmington to avoid a long drive and was redirected to their healthcare provider to address the issue further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.